Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting but there were no malfunction with the customer's insulin pump. The customer stated that their blood low glucose levels were due to change in work activity and personal issues. The customer did not return the product back for analysis.